Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two stations had a blocked screen. A technical support specialist remoted into the station, verified both devices, and confirmed that the station applications were launched through the carefusion application window without issue and also informed that to resolve the blue screen issues, a simple reboot can allow the applications to launch through the carefusion application window and had been waiting for a response from the customer, but no reply was received regarding further assistance. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had blocked screen, customer was forced to close the station from the power button and to remove the power cord since the screen was opened. However, there were no delays or adverse events or injuries reported based on this event.